Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. Reportedly the customer reverted to manual injections for insulin therapy. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.